Event description:
The reporter indicated that the device was found to be in back-up mode. Successful reset and device memory was rec'd. It was, however, recommended that the device be explanted and returned for analysis.